Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. 4 devices were received for evaluation; 2 events were confirmed during testing. 2 devices were found to be affected by corrosion and wear. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. 1 device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the devices was overheating. 2 reported events had patient involvement; no patient impact. 2 reported events had unknown patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One device which was expected to be returned was not available to stryker for evaluation. Device not returned for evaluation.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the devices was overheating. Two reported events had patient involvement; no patient impact. Two reported events had unknown patient involvement or patient impact.